Manufacturer narrative:
An evaluation of the returned device found no fault. The evaluation was completed and final tested. The unit met all specifications. The preventive maintenance was not overdue. The service history was reviewed and no relationship to this complaint was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 82 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that when working in the airseal mode, it is possible that fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Airseal cannula and tubing placement should be checked to make sure no more fluid enters the fluid trap. At this point, insert airseal obturator and change the filtered tube set. Insufflation can be continued with full functionality. If fluid level high is reached, the airseal function will shut down. Insert obturator in airseal cannula to maintain pressure with normal insufflation. Change the tube set to finish the procedure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in an unnamed procedure on (B)(6) 20n25 and ¿shut off in middle of case¿. Further assessment found that pneumoperitoneum was lost but it is unknown if the loss was gradual. The procedure was robotic and instruments were removed to prevent injury to the patient. The procedure was delayed switching units. There was no report of injury, medical/surgical intervention or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in an unnamed procedure on (B)(6) 2025 and ¿shut off in middle of case¿. Further assessment found that pneumoperitoneum was lost but it is unknown if the loss was gradual. The procedure was robotic and instruments were removed to prevent injury to the patient. The procedure was delayed to switch units. There was no report of injury, medical/surgical intervention or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.